Event description:
Information received indicates the bed experienced an unintentional movement of the head and knee up functions. This issue was discovered while preparing the bed for installation.

Manufacturer narrative:
A main circuit board was sent to the distributor to repair the bed. Repairs have not been completed as of the date of this report.